Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a recent implant. It was noted the day following implant, there was no capture on the right atrial lead and it appeared to have dislodged. The lead was explanted and replaced. The patient was asymptomatic before, during and after the procedure.